Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced inadequate pain coverage with the implanted lead. Patient started to experience more pain on the right side and troubleshooting determined that the patient only has coverage on the left side. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A patient experienced inadequate pain coverage with the implanted lead was reported to abbott. It was determined the patient started to have more pain on the right side and troubleshooting determined that the patient only has coverage on the left side. As a result, an additional lead was implanted to address the issue. Therapy was restored. The device was not returned for disposal/evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2025 wherein an additional lead was implanted to address the issue. Reportedly, adequate therapy/coverage confirmed post op.